Event description:
As was reported during an interventional procedure in the middle right coronary artery, the lesion was predilated with a 3 x 12 mm balloon. The 3.5 x 15 mm promus rx could not cross the lesion. The stent delivery system was removed and the vessel was dilated with a 3.5 x 15 mm balloon. Another 3.5 x 18 promus was deployed successfully. It was then noticed that the 3.5 x 15 stent was not on the balloon and could not be located in the body. Another 3.5 x 12 mm promus balloon was used to complete the case. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The promus stent delivery system (sds) was not returned for analysis which may have aided in the investigation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, although the patient's anatomical information was not reported with the case information, it was noted that pre-dilatation was required several times which suggest that the lesion was difficult. It is likely an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon as there was no damage noted to the sds or stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Subsequent interaction of the sds would have then led to the stent dislodgement. The dislodged stent was unable to be located; therefore, it is possible it remains in the patient anatomy. A review of the lot history records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. There is no lot specific product quality deficiency. All stent delivery systems are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.